Event description:
Tubing was chewed up at the end causing the pump not to work right.======================manufacturer response for IV pump, baxter infusion pump 6301 (per site reporter).======================tubing was not changed properly.